Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had sensor glucose versus blood glucose differences. Customer's blood glucose was 175 mg/dl. The customer stated that the enlite serter button is not pushing on. The customer was experiencing this behavior with multiple sensors. The customer was advised to return serter and complete sensor and we will replaced it. The customer current blood glucose is 108 mg/dl and current sensor glucose was 55. The customer sensor glucose and blood glucose difference is not within acceptable range. The customer found some bent cannulas on previous sensor. The customer was advised to try suggestion and monitor sensor glucose performance. The customer also indicated a past hospitalization for high blood glucose because cannula was not working on her infusion set. The customer indicated also that her injector is not working either. The customer was advised that her inserter may be causing this sensor glucose and blood glucose differences.